Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right artery. The 15x3.0mm, eccentric, de novo target lesion was located in the non calcified right coronary artery. After predilation was performed using a 3.0x20 balloon catheter, a 16x3.00mm omega¿ stent was advanced to treat the lesion. However, it was noticed that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.